Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope, regular during an unknown procedure performed on an unknown date. During the procedure, the monitor screen went black and visualization was lost. The physician switched to a second exalt model b monitor and a new exalt model b scope to complete the procedure. There were no reported patient complications as a result of this event. Note: this report pertains to one of four devices used (three scopes and one monitor). Refer to manufacturer report number (B)(4)for the first exalt model b scope, (B)(4) for the second exalt model b scope, 3(B)(4) for the third exalt model b scope and (B)(4) for the exalt model b monitor.